Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging their evoke closed loop stimulator (cls) and phone indicator light illuminated on their evoke charger. A soft reset of the cls was performed and the stimulation was restored. Subsequently, the patient reported unintended occurrence of stimulation when the evoke charger was connected to the cls. A revision procedure was performed, and the evoke cls was replaced.